Event description:
Instrumentation failure reported by surgeon and registered nurse first assistant (rnfa) during case. Fenestrated bipolar forceps 8mm "stopped working" requiring replacement during case. No injury to patient observed or noted. Instrument sequestered, bagged with patient label given to charge nurse.